Event description:
It was reported that during a cranial aneurysm procedure, after the subject stent was delivered to the target location and prepared for deployment, it failed to successfully anchor at both ends of the aneurysm, with the proximal end falling into the aneurysm. After consideration, the physician decided to implant an additional stent for bridging therapy, and the procedure was completed. No other information is available.

Event description:
It was reported that during a cranial aneurysm procedure, after the subject stent was delivered to the target location and prepared for deployment, it failed to successfully anchor at both ends of the aneurysm, with the proximal end falling into the aneurysm. After consideration, the physician decided to implant an additional stent for bridging therapy, and the procedure was completed. No other information is available.

Manufacturer narrative:
D9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, h3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent delivery wire (sdw) was returned inside the introducer sheath, but the stent was not attached and was not returned (after consideration, the physician decided to implant an additional stent for bridging therapy). The introducer sheath tip was significantly damaged and buckled inwards. A twist of kinks/bends and a ripple of kinks/bends were noted at the distal end. The functional inspection could not be performed as the stent and microcatheter were not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿they prepared to use a stent for treatment. However, during deployment, the middle section of the stent flattened and failed to open. Despite multiple attempts by the physician, the middle section of the stent still could not be opened. The physician then withdrew the stent and replaced it with a new volve stent for another attempt. After this stent was delivered to the target location and prepared for deployment, it failed to successfully anchor at both ends of the aneurysm, with the proximal end falling into the aneurysm. After consideration, the physician decided to implant an additional stent for bridging therapy, and the procedure was completed¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral. The physician is unsure of any malfunction of any device for this procedure. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter was not fully apposed to the vessel wall when it was deployed. The flow diverter was recaptured/resheathed back during the procedure 2 times. The flow diverter was not recaptured and removed from patient¿s body. The location of the flow diverter when it failed to open was va v4. After the stent was taken out, it was deployed outside patient's body and stent was recaptured. Product analysis found the stent delivery wire (sdw) was returned inside the introducer sheath, but the stent was not attached and was not returned (after consideration, the physician decided to implant an additional stent for bridging therapy). The introducer sheath tip was significantly damaged and buckled inwards. A twist of kinks/bends and a ripple of kinks/bends were noted at the distal end. The microcatheter was not returned. The significant damage to the introducer sheath tip and the kinked/bent sdw indicates they were subjected to a significant force. It is most probable the introducer sheath tip was damaged while either advancing it through the rotating hemostasis valve (rhv) or while seating it into the microcatheter hub. As a result of the damage, the sdw would have become kinked/bent attempting to advance the stent. The stent would have become significantly damaged during advancement through the introducer sheath tip, and this would have resulted in its failure to successfully anchor at both ends of the aneurysm. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported ¿stent improperly deployed¿ and as analysed 'stent introducer sheath distal tip damaged' and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.